Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was little or poor water flow in cool mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) drained the unit of water. The rain valve on bottom of unit would barely let any water flow. The fsr stuck a small screw driver in the opening and a large amount of mineral deposits came out. The fsr cleaned the open and closed valves of mineral deposits. There was still evidence of mineral and scale build up. The fsr recommended to the biomedical department, that the unit be descaled. No additional action will be taken at this time.